Event description:
During preventive maintenance service, the manufacturers service engineer reported the ventilator would not operate ac power. There was no previous report of the occurrence and there was no patient harm reported. The service engineer replaced the power management pcb board to address the finding. Final testing was performed and there was no fault recurrence reported. Power failure due to loss of ac power may result in shutdown of device during normal ventilation operation.

Manufacturer narrative:
Supplemental report

Event description:
Factory analysis of the returned power management pcb board revealed a diode failure that resulted in the reported power issue.